Manufacturer narrative:
The device was received for investigation and during the quality investigation, the device overheated confirming the customer's complaint. Further investigation revealed corrosion was within the nose of the device and within the upper bearing. Corrosion build up within the device is the likely cause of the failure. The device was repaired and returned to the customer.

Event description:
A stryker micro drill long straight attachment was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device. No adverse consequence was associated with the event.